Event description:
The valve was implanted in the aortic position using cutting needles. The pt remained in the hospital and a transesophageal echocardiogram revealed a paravalvular leak. A repeat transesophageal echocardiogram indicated the paravalvular leak was improving. As of (B)(6) 2012, the pt was asymptomatic and stable; the pt remains hospitalized due to the paravalvular leak.